Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high pace impedance measurement of 1923 ohms on the right ventricular (rv) lead. The rv pace impedance was noted to have previously been approximately 1100 ohms. These measurements are high but within normal specification limits. The physician stated that all other rv lead values are within normal specification limits. The rv lead is not a boston scientific product. The boston scientific representative stated the plan is for the physician to monitor the issue for one month and check the patient again. The patient was indicated to not have remote monitoring and the representative indicated they will try to get the patient a communicator so they can be followed remotely. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high pace impedance measurement of 1923 ohms on the right ventricular (rv) lead. The rv pace impedance was noted to have previously been approximately 1100 ohms. These measurements are high but within normal specification limits. The physician stated that all other rv lead values are within normal specification limits. The rv lead is not a boston scientific product. The boston scientific representative stated the plan is for the physician to monitor the issue for one month and check the patient again. The patient was indicated to not have remote monitoring and the representative indicated they will try to get the patient a communicator so they can be followed remotely. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that there were subsequent alerts for high out of range rv lead pace impedance measurements. The range of impedance measurements over the year was noted to be 1000 ohms at the lowest and greater than 2600 ohms at the highest, which is high out of range. There has been no oversensing observed. Boston scientific technical services (ts) explained to the boston scientific representative that they suspect this is due to a device header spring contact issue, noting this specific ICD device does not have the enhanced device header design. Ts provided guidance that the only option for now is to increase the high impedance alert limit and stated the highest value is 3000 ohms. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.